Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI is not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that ventricular noise episodes were observed during device interrogation in clinic. The noise was reproducible in clinic with isometric testing. The issue is chronic, and device was programmed to unipolar. Programming changes were recommended. Patient was asymptomatic.